Manufacturer narrative:
Per the t:slim user guide: make sure that you always have an insulin syringe and a vial of insulin with you as a backup for emergency situations. You should also always have an appropriate emergency kit with you. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was traveling and did not have additional insulin and as a result, pump delivery could not be resumed. The customer received an alarm 8. The customer's blood glucose (bg) level was 323-359 mg/dl and only .35 units of insulin was delivered to address the bg level. Water was consumed to address the ketone level. The customer was vomiting and feeling ill. The customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). The customer was treated with an insulin drip and was discharged on (B)(6) 2017 with the high bg and dka resolved.